Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained a sensor reading of 7.2 mmol/l compared to 1.5 mmol/l obtained on an hcp meter. The customer experienced symptoms described as being "unable to hold their head up" and sweating. The customer was given a glucose injection and glucose gel as treatment by a healthcare professional due to the diagnosis of hypoglycemia. The results when plotted on a parkes error grid, fell into the "d" zone, showing the difference in values to be clinically significant. No further information was provided. No further information was provided. There was no report of death or permanent injury associated with this event.